Event description:
A volume discrepancy was first noted on (B) (6) 2009 at a refill visit; the expected residual volume was 2.6ml and the actual residual volume was 7ml. Approx two months later, during a refill session, another discrepancy occurred; the expected residual volume was 4.2ml and the actual residual volume was 11ml. The pt did not present with signs or symptoms of withdrawal, but had requested that the medication be increased as her pain had increased. It was noted that the pt was also on scheduled methadone. The physician stated that "there is something wrong with the pump". He indicated that the pump had a number of drugs in it; prialt, bupivicaine and dilaudid. They were planning an explant.

Manufacturer narrative:
(B) (4).